Event description:
On the (B)(6) 2015, lenstec received via email, a notification stating that the above lens was being returned for the following reason "lens was removed due to anterior capsular tear". There was no patient injury and another lens was used. Additional information was requested on the (B)(6) 2015 to obtain what the doctor believed was the cause of the anterior capsule tear and the instruments used during the procedure. A response was received on the (B)(6) 2015, where it was stated the lenstec's push injector was used, however, the information on the cause of the anterior capsular tear was not provided. Further information provided by the doctor on the (B)(6) 2015 stated that the capsular tear was unrelated to the lens.

Manufacturer narrative:
Attachment: [c1174.pdf, MDR narrative for CAPA 318.1.pdf].

Event description:
On the 18th june 2015, lenstec received via email, a notification stating that the above lens was being returned for the following reason "lens was removed due to anterior capsular tear". There was no patient injury and another lens was used. Additional information was requested on the 22nd june 2015 to obtain what the doctor believed was the cause of the anterior capsule tear and the instruments used during the procedure. A response was received on the 7th july 2015, where it was stated the lenstec's push injector was used, however, the information on the cause of the anterior capsular tear was not provided. Further information provided by the doctor on the 8th july 2015 stated that the capsular tear was unrelated to the lens.